Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost all of her saved settings when she changed the battery in her insulin pump. Her blood glucose was 254 mg/dl at the time of reporting. Troubleshooting was performed to ensure the insulin pump was working properly. No equipment is being returned. N o additional information was reported.